Event description:
It was reported that on (B)(6) 2011 this rv lead showed a red alert in latitude for high pacing lead impedances. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).